Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and verified in the log that the battery 1 showed charging intermittently to full capacity. The fse tested the iabp and found battery run time >60 minutes for both batteries. To fix this issue, the fse replaced the batteries, and during the check out he identified that the gasket around the fiber optic connector was falling off, obstructing the fiber optic input into the unit, so the fse replaced the upper panel assembly, and performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had no ac power, and that the battery in slot 1 was not charging. The circumstances of the event is unknown; however, there was no patient involvement, and no adverse event was reported.